Manufacturer narrative:
The following device was also listed in this report: unknown 28 alumina +4 head; cat#: unknown; lot#: unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon explanted osteonics alumina liner and 28 alumina head (+4). No records or stickers available from original surgery. Replaced with trident poly 32 liner 10 degree and 32 v40 metal head (+4).